Event description:
An (B)(6) male pt's nurse contacted zoll customer support to report that the monitor was displaying a false indication that the therapy electrodes were not contacting the pt's skin (the monitor displayed red x's over all electrodes). The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (false indication that the pads are not contacting skin) has been confirmed. Upon evaluation, the electrode belt connector was loose. The cause of the false indication is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged belt connector. The root cause of the damaged belt connector cannot be positively identified but its likely excessive force at the connector. No adverse event resulted from the defective monitor belt connector. The pt received a replacement monitor.